Event description:
As reported, the balloon didn't deflate passively with the syringe detached when tested before use; therefore, the device was not used. The sales rep was at the hospital when the event occurred and stated that it happened as described even though he tested the balloon 2 minutes before and it deflated passively even with syringe on.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. Balloon failed to deflate fully with returned syringe attached. Per IFU, 'passively deflate the balloon by removing the syringe from the gate valve.' All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of balloon deflation could not be confirmed during analysis. Even though the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.